Event description:
It is reported that a customer experienced low blood glucose of 42 mg/dl. The customer was treated for the low blood glucose with a food. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they called to have their insulin programmed with the new transmitter. Assistance was provided with programming the customer's insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.